Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a reporter reporting on a (B)(6) male caucasian consumer from the united states. The consumer did not have any known medical history and the concomitant medications were not reported. On (B)(6) 2012, the consumer used k-y yours plus mine lubricant - yours (lot number 0112dyh, expiration date 31-mar-2014) and k-y yours plus mine lubricant - mine (lot number 0082dmhr and expiration date 31-mar-2014), both the devices used topically, a few drops, one time for intimate purposes. On the next day, he developed blisters on his genital skin, tongue swelling and he was unable to breathe. The devices were not used further. On (B)(6) 2012, he was taken to the emergency room (ER) as he had a temperature of 102 degrees f. Following which he was hospitalized and diagnosed with an allergic reaction due to the device. Reportedly, he was treated with eight different medications consisting of unspecified steroids, pain injection, pain killers, and antibiotics. On an unspecified date, mono test and test for strep throat were performed with unknown results. He was discharged on (B)(6) 2012. It was stated that the consumer had to visit ER three times. The events were resolving. This report was assessed as serious (hospitalization and required intervention). The company causality was assessed as possible. Additional information received on 11-jan-2013. The lot number for device k-y yours plus mine lubricant - mine was updated from 0082dmhr to 0112dmhr. Lot 0112dyh was provided by the consumer. A review of the data associated with the complaint category revealed an increase. No one lot number contributed to the increase. No lot trend noted for updated lot number, 0112dyh. A review of the data associated with physical reaction revealed no adverse trends and no lot trend. Device history records were reviewed and no deviations or non-conformances were noted. Analytical and visual inspection was performed on the retain samples and all results were in specification. Manufacturing/ facility issues and related product changes were reviewed and no issues were found that could be related to the reported defect. Based on the information available, this device was used as intended for treatment. The complaint trends would continue to be monitored. This report remains serious (hospitalization and required intervention).

Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter reporting on a (B)(6) male (B)(6) consumer from the united states. The consumer did not have any known medical history and the concomitant medications were not reported. On (B)(6) 2012, the consumer used k-y yours plus mine lubricant - yours (lot number 0112dyh, expiration date 31-mar-2014) and k-y yours plus mine lubricant - mine (lot number 0082dmhr and expiration date 31-mar-2014), both the devices used topically, a few drops, one time for intimate purposes. On the next day, he developed blisters on his genital skin, tongue swelling and he was unable to breathe. The devices were not used further. On (B)(6) 2012, he was taken to the emergency room (ER) as he had a temperature of 102 degrees f. Following which he was hospitalized and diagnosed with an allergic reaction due to the device. Reportedly, he was treated with eight different medications consisting of unspecified steroids, pain injection, pain killers, and antibiotics. On an unspecified date, mono test and test for strep throat were performed with unknown results. He was discharged on (B)(6) 2012. It was stated that the consumer had to visit ER three times. The events were resolving. This report was assessed as serious (hospitalization and required intervention). The company causality was assessed as possible. Additional information received on (B)(4) 2013. The lot number for device k-y yours plus mine lubricant - mine was updated from 0082dmhr to 0112dmhr. Lot 0112dyh was provided by the consumer. A review of the data associated with the complaint category for k-y yours plus mine lubricant-yours revealed an increase. No one lot number contributed to the increase. No lot trend noted for updated lot number, 0112dyh. A review of the data associated with physical reaction revealed no adverse trends and no lot trend. Device history records were reviewed and no deviations or non-conformances were noted. Analytical and visual inspection was performed on the retain samples and all results were in specification. Manufacturing/ facility issues and related product changes were reviewed and no issues were found that could be related to the reported defect. Based on the information available, this device was used as intended for treatment. The complaint trends would continue to be monitored. This report remains serious (hospitalization and required intervention). Additional information received on (B)(4) 2013. A review of the data associated with the product complaint for k-y yours plus mine lubricant - mine revealed an increase in complaints attributed to an increase in shipment quantities. No lot trend was identified. Device history records were reviewed and no deviations or non-conformances were noted. Analytical and visual inspection was performed on the retain samples for each lot and all results conformed to specification. Manufacturing/ facility issues and related product changes were reviewed and no issues were found that could be related to the reported defect. Complaint trends would continue to be monitored. This report remains serious (hospitalization and required intervention).

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter reporting on a (B)(6) male caucasian consumer from the united states. The consumer did not have any known medical history and the concomitant medications were not reported. On (B)(6) 2012, the consumer used k-y yours plus mine lubricant - yours (lot number 0112dyh, expiration date 31-mar-2014) and k-y yours plus mine lubricant - mine (lot number 0082dmhr and expiration date 31-mar-2014), both the devices used topically, a few drops, one time for intimate purposes. On the next day, he developed blisters on his genital skin, tongue swelling and he was unable to breathe. The devices were not used further. On (B)(6) 2012, he was taken to the emergency room (ER) as he had a temperature of 102 degrees f following which he was hospitalized and diagnosed with an allergic reaction due to the device. Reportedly, he was treated with eight different medications consisting of unspecified steroids, pain injection, pain killers, and antibiotics. On an unspecified date, mono test and test for strep throat were performed with unknown results. He was discharged on (B)(6) 2012. It was stated that the consumer had to visit ER three times. The events were resolving. This report was assessed as serious (hospitalization and required intervention). The company causality was assessed as possible.